Event description:
The facility alleges a resident was found deceased between the bottom of the rail and the top of the mattress.

Manufacturer narrative:
Manufacturer received information from a facility that a consumer suffered a heart attack and then was entrapped, post mortem. Manufacturer was not been provided with the coroner's report. Manufacturer again contacted the facility on 08/26/2010 spoke to the executive director of the facility. He advised that they would not release a copy of the coroner's report, but he verbally confirmed that the report states that the consumer passed away prior to become entrapped in the bed rails. He confirmed that there is no malfunction of the bed alleged and that the device did not cause or contributed to the event in any way. The facility further reported that the bed has been placed back into service and is functioning as intended. Further action is not indicated.